Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the tenaculum forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument was broken at the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the breakage was noted at the distal end of the instruments. The instrument was found to have broken wires. No piece was noted to be detached from the instrument. No port incision was increased in order to remove the instrument and cannula. There was no patient harm. This caused the delay of 2 minutes. The procedure was completed with backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken main tube where it meets the proximal clevis. A piece measuring approximately 0.299¿ x 0.394¿ was not returned with the instrument. Components adjacent to this broken main tube show damage. Dislodged proximal clevis, mechanical indentations on the proximal clevis, as well as broken pitch and grip cables were observed. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.